Event description:
(B)(6) and (B)(6) are complaints from the same dental clinic and the same patient. Three implants were placed. The course after implant was good. Recently, the patient felt discomfort and visited the clinic, the implant (#23/ (B)(6)) was fractured. After that, I followed up the other two implants, on march 12 these two were fractured (#22,27 / a-(B)(6)). The three implant had fractured and the tips are remained in the patient mouth.

Event description:
(B)(4) are complaints from the same dental clinic and the same patient. Three implants were placed. The course after implant was good. Recently, the patient felt discomfort and visited the clinic, the implant (#23/(B)(4)) was fractured. After that, I followed up the other two implants, on march 12 these two were fractured (#22,27 /(B)(4)). The three implant had fractured and the tips are remained in the patient mouth.